Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been hospitalized 4 years ago and her doctor took her off the insulin pump therapy without letting her continue with it. The infusion set cannula had been bent. The blood glucose reading at the time of the call was 115 mg/dl. The customer called to request a trainer since she planned on starting insulin pump therapy again. Nothing further reported.